Event description:
It was reported that this left ventricular (lv) lead was explanted due to non-specific product experience issue. This left ventricular (lv) lead was replaced. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead was explanted due to failure to capture.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to non-specific product experience issue. This left ventricular (lv) lead was replaced. No additional adverse patient effects were reported.